Event description:
Cpi received info that sensing fine but no capture. No unusual shocks so doubt oversensing but pt still in hosp and sore. Suggested probable loose positive rate sensing setscrew. Entire system was replaced with pectoral system. 4/3/1998 cpi received medwatch form from facility stating "increase of pacing lead impedance and pacing threshold. Findings consistent with conductor fracture." An increase of pacing lead impedance and pacing threshold can also be consistent with a loose setscrew.